Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit experienced an e-2 error message. It was further reported that the unit has a jaw issue.